Event description:
Report received from the USA stating that the "damaged component - hole/cut in hose" in the device. It is unknown if issue occurred during surgery or if injury or medial intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent.